Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set blocked alarm 28-feb-2024. The blockage is located in the tubing. The glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection ( mdi). No further information available.